Event description:
Additional information received from the manufacturer representative reported that the manufacturer representative was supposed to follow up with the patient the week before (B)(6) 2016, but the patient was a "no-show.".

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported the patient had not used his implantable neurostimulator (ins) in some time and it was unable to be charged normally. It was unknown what environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included the rep trying to interrogate the ins, to no avail. Interventions/actions taken to resolve the issue included the patient would reschedule for a trickle charge. It was noted that the issue had not resolved at the time of this report. The patient's status at the time of this report was alive with no injury. No surgical interventions had occurred or were planned. No patient symptoms were reported regarding this event. Additional information received from the rep reported that he was not sure what symptoms the patient had prior to not charging. The rep was also unsure of the cause of the inability to charge. The rep noted that no troubleshooting was done as he was not able to interrogate the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the patient was supposed to be seen for a follow up to their last trickle charge, but showed up more than 4 hours late due to car trouble. The patient didn't have the time to be seen and was unable to charge the implant normally. The rep suspected that the implant reverted back to overdischarge mode and was in need of a trickle charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.